Event description:
It was reported that the new product (ref 001350) does not have crush resistant tubing as stated in the product description. Multiple instances were reported in which the tubing kinked, resulting in interruption of oxygen flow. Airlife received a single report that referenced multiple different incidents, which were associated with separate units and involved different patients. This is the first of three reports. Refer to 3004748541-2026-00010 for the second report. Refer to 3004748541-2026-00011 for the third report.

Manufacturer narrative:
4581 - appropriate term / code not available: interruption of oxygen flow. Correction: e2. The product associated with the complaint was not returned for evaluation, and no photographic or videographic evidence was provided. In the absence of visual documentation, the complaint could not be confirmed; furthermore, without a sample for functional testing, the root cause could not be determined. The device history record for lot 574579 was reviewed, and confirmed that the product was manufactured according to specifications. All information reasonably known as of 10 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported, but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product was defective or caused serious injury.

Event description:
It was reported that the new product (ref 001350) does not have crush resistant tubing as stated in the product description. Multiple instances were reported in which the tubing kinked, resulting in interruption of oxygen flow. Airlife received a single report that referenced multiple different incidents, which were associated with separate units and involved different patients. This is the first of three reports. Refer to 3004748541-2026-00010 for the second report. Refer to 3004748541-2026-00011 for the third report.

Manufacturer narrative:
4581-appropriate clinical signs, symptoms, conditions term/code not available: interruption of oxygen flow. The product involved in the report has not been returned for evaluation a review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 21 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by air life. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to air life. Air life. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an air life. Product is defective or caused serious injury.